Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue, unable to grasp leaflets, bent gripper line, and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 14 july 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) and thin posterior leaflets for a mitraclip procedure. During the procedure, imaging was difficult. Multiple attempts were made to grasp leaflets. When an attempt was made to grasp anterior leaflet, anterior gripper was unable to respond. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. At the back table, a bent in gripper line was observed. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.